Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003 serial number (B)(4)/lot number 5203728), being used with the complaint receiver, was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.